Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cables connecting: the distribution node (dn) to the rear therapy electrodes, ECG "a" to the front te, and ECG "c" and "d" were pulled from the strain relief, damaging wires in the cables. The root cause for the strained cables was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that it had a damaged cable.